Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue with access point restarting which impacted more than one telemetry device which failed to provide realtime ECG data for up to 3 minutes of time. There was no report of pt harm.